Event description:
It was reported that the patient underwent a c5 corpectomy, following a motor vehicle accident. After the wound was closed, but before the patient left the operating room, the patient experienced a cardiac arrest. The patient died. The cause of death is listed as "massive coronary." The event is not believed to be related to the procedure or the products.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the device history records for this device did not reveal any non-conformances to specification of deviations in procedure, which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.